Event description:
It was reported that on (B)(6) 2001 the patient underwent surgery for painful spondylolisthesis l5-s1, degenerative disc disease the procedure consisted of l4-l5 anterior posterior spinal fusion, l2 level spinal fusion, l4-5, l5-s1, left radiculopathy. No complications were noted. On (B)(6) 2001 the patient was discharged. Patient reported developing acute back pain after a (B)(6) 2001 which did not resolve with physical therapy, epidurals, or medication. On (B)(6) 2002 the patient underwent surgery for chronic back pain ¿ exploration and hardware removal. ¿the patient never fully recovered from his surgery ((B)(6)). He continued to have pain and there was a question of pseudarthrosis based on apparent loosening of the hardware.¿ l4, l5, s1 ¿ ¿the hardware was removed and some hardware was noted to be loose. The soft tissue was removed from the lateral spaces and there was manipulation of the fusion mas, both on the left and right side. There was no detectable motion at l5-s1 or at l4-5. The suspected problem was at the l5-s1 level but there was not susceptible motion there, after reviewing the l3-4 segment, which included reviewing the disckogram and all available x-rays, it was felt that the l3-4 segment had no obvious disease and adding a level to the fusion would not benefit the patient. There was no evidence to suggest the l3-4 segment as the source of the pain. A bone scan was conducted after the (B)(6) 2002 surgery revealed non fusions. A mrr was also completed which showed non fusion. On (B)(6) 2002 the patient was discharged from the hospital. On (B)(6) 2002 the patient presented pain radiating down his left leg area and acute low back pain; the doctors notes stated: pseudoarthrosis l5-s1; degenerative joint disease in l3-l-4. On (B)(6) 2002, per billing records, a nuc med dx - nm bone aspect and dx l spine 4-6v were conducted. On (B)(6) 2002, per billing records, a full body CT, a l spine CT, a MRI sup; and a MRI std l spine were conducted. On (B)(6) 2003. Per billing records a lab and dx x-ray were conducted. On (B)(6) 2003 the patient presented complaints of low back pain, 1-2 minute radiation into the lower extremities. Also complained of intermittent right hand numbness that resolves with position change. ¿symptoms have been worsening since his first surgery ¿ can only move or work for an hour or upon rising from a sitting position. He has undergone physical therapy, steroid shots, and discogram with no relief. Has not worked since injury.¿ patient is ataxic and uses a cane. On (B)(6) 2003 the patient underwent a re-do anterior fusion l5-s1 using lt cages and bmp; re-do posterior lumbar fusion l5-s1 using bmp; fixation using mat transpedicular screws it was noted in the operative reports that ¿the retro peritoneum had much fibrous changes related to the patient¿s anterior spinal fusion at l5-s1¿. The disc space of l5-s1 was dissected with the soft tissue reflected from left to right over to the right common iliac artery. The middle sacral artery and vein were not clearly identified and presumably had been sacrificed at his previous anterior spinal fusion. ¿and ¿the disk space of l5-s1 was drilled through the previous fusion. While drilling, a non-union of the inferior border between the previous fusion and the s-1 was noted. Remnants of endplate and disk material were identified and removed.¿ no bleeding identified. X-ray confirmed good placement of the cage. No complications mentioned. ¿a marked nonunion was noted on the right side (l4-5, s-1)¿ ¿screws were inserted at l5 and s1 levels ¿decorticated the previous body fusion and the sacral ala. Hydroxy apatite and osteofil soaked with bmp were laid on the decorticated bone.¿ no complications were noted in the reports. On (B)(6) 2003 the patient was discharged from the hospital. On (B)(6) 2003, per billing records, a dx l spine 2-3v occurred. On (B)(6) 2003, per billing records, a br CT body and CT l spine occurred. On (B)(6) 2003, per billing records, a fl myelogram lumbar; CT body; CT l spine s/p myelo; and dx xr occurred. On (B)(6) 2003, per billing records, a dx l spine 2-3v occurred. On (B)(6) 2003, per billing records, a dx l spine occurred. On (B)(6) 2003, per billing records, a br dx l spine 2-3v occurred. On (B)(6) 2004, per billing records, a dx l spine occurred. On (B)(6) 2004, per the billing records a dx ankle, foot occurred and the patient was given a rigid ortho shoe. On (B)(6) 2004, per billing records, a dx knee occurred. On (B)(6) 2006, according to billing records, there was an e.r. Visit. On (B)(6) 2007, according to billing records, there was an e.r. Visit. On (B)(6) 2009 according to billing, the patient underwent a sleep study and CPAP. On (B)(6) 2011 in e.r. The patient presents after a reported mva, lower back pain and left hand numbness; ¿midline c-spine tenderness c4, tenderness l1,l2 with soft tissue swelling, healed lower l2 midline scar¿. A cervical CT scan was performed and reported as normal, ¿l spine: chronic pathology l4, no acute fracture¿. Radiographs reported as follows - chest: minor bibasilar atelectasis; t-spine: no acute fracture; extremities r shoulder: subtle avulsion fracture off greater tuberosity. ¿negative physical exam and imaging.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.